Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. It was reported that a third party distributor (B)(4) will evaluate and repair the ventilator if needed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, an e360 ventilator generated an alarm that could not be silenced and ventilation stopped. It is unknown what message was displayed (if any) at the time of the reported event however, there was a "no communication" message found recorded in the device memory logs. The patient was transferred to an alternate ventilator without any harm.